Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. While onsite the fse moved rac1 to rac4 and power cycled system multiple times without issue returning. The site requested the remote arm controller (rac) replacement due to the nature of the errors. The fse replaced the remote arm controller (rac) as requested by the customer. Following the service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the remote arm controller (rac) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. The unit was returned for failure analysis, but the reported failure could not be replicated. Visual inspection found the unit was returned in good condition. The rac was installed and tested on the printed circuit assembly (pca) test system. The system started up without any errors noted. Ran 30x power cycles with this part, and all passed. The rac remained on the system for 3 hours in normal operation while testing other parts, and it performed with no issue. When reviewing the remote error log at the site, there are errors 2510 and 25116, which recommended replacing the rcm as a precaution.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the staff encountered a non-recoverable fault. Logs confirmed 252/308 pointing to remote arm controller (rac) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the site do restart of system and got error 802. The tse had the site shut down and site restarted, but before we could do hard restart of psc, the 252/308 error returned. The surgeon decided to convert to laparoscopic surgery and did not want to troubleshoot further. The procedure was converted to laparoscopic surgery with no reported injury.